Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that (B)(6) was found in the site. The rep also corrected their previous statement indicating that the patient was presented with site redness and pain but no drainage. The drainage was observed in the o.r. Upon removal of the device. The hcp also reported that the patient did not take her prescribed medication as instructed and ended up taking an antibiotic she was prescribed at an urgent care facility. The hcp also gave the patient IV to treat the infection.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a health care professional via a manufacture representative (rep) regarding an implantable neurostimulator (ins). It was reported that patient had post-operative infection with drainage. Patient complained of pain at the site, redness and drainage. Patient went to urgent care as well as the doctor's office regarding concerns and had the device removed and was placed on antibiotics. It was mentioned patient was later hospitalized while the primary provider was out of town. No further complications were reported.